Event description:
Additional information was received that low pacing impedance was observed on the ra lead. Additional noise and ams episodes were observed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise that resulted in oversensing and automatic mode switch (ams) was noted on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.